Event description:
It was reported that the system monitor was displaying a ram error. Rebooting did not resolve the error. The unit was sent in for repair.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of a ram error was not confirmed. The returned heartmate system monitor (serial number: (B)(4)) was evaluated at service depot. The unit was opened to opened to inspect the main printed circuit board (pcb) revealing that the ram memory module was slightly dislodged and that the ram memory module was separated from the adhesive beads on the circuitry. The main pcb was replaced. The unit was functionally tested and passed without any issues. The unit was then returned to the customer. The root cause of the reported event could not be conclusively determined through this analysis; however, the issue of the ram memory module being slightly dislodged from the connector may result in the reported event. It should be noted that the manufacture date of the heartmate system monitor is 01-mar-2011. The device history records were reviewed and the records revealed that (B)(4) was manufactured in accordance with manufacturing and qa specifications. The heartmate system monitor was shipped to the customer on 29-mar-2011. Heartmate 3 instructions for use (IFU) explains the operation of the system monitor, including the information displayed on the various system monitor screens. Heartmate power module IFU, entitled ¿setting up the system monitor for use with the power module¿, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.